Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After dilatation was performed with a 22.5mm non bsc balloon catheter, a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to the lesion. During the first inflation, it was noted that the balloon ruptured at 14 atmospheres. The device was exchanged with a non-bsc balloon catheter and dilatation was performed successfully. A 2.75mm non bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the wire lumen. Magnified inspection revealed a pinhole and scratch in the balloon wall .5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After dilatation was performed with a 22.5mm non bsc balloon catheter, a 12mm x 2.50mm nc quantum apex balloon catheter was advanced to the lesion. During the first inflation, it was noted that the balloon ruptured at 14 atmospheres. The device was exchanged with a non-bsc balloon catheter and dilatation was performed successfully. A 2.75mm non bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.